Event description:
Patient reported left side capsular contracture, baker grade IV. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, h6

Event description:
Patient reported left side capsular contracture, baker grade IV. Healthcare professional confirmed left side capsular contracture baker grade IV and reported left side rupture discovered during explant surgery. Device has been explanted and replaced. Device was discarded.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g2, h6.